Manufacturer narrative:
The field service engineer replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The front bezel was returned for failure investigation, and it was identified that previous investigations have shown that liquid ingress due to the variability of the assembly process causes the reported navigation ring failure.

Event description:
It was reported to philips by a customer that the unit's nav-ring was defective. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated when the settings were opened they move on their own with no input to the nav ring or touchscreen.